Event description:
It was reported that the patient had a history of an external driveline repair (cs-128139). The patient is presenting with pump stops, low flow and low speed advisories. It was suspected that there was new damage or a new area of damage. The patient was on an ungrounded cable at all times. The log files captured low speed and pump off events on (B)(6) 2023 at 03:44-03:45 and again at 04:59 due to a phase to phase short. The patient tolerated the pump stops. The patient was planned to have a heartmate ii to heartmate ii pump exchange on (B)(6) 2023. The patient tolerated the pump exchange and there were no more pump stops.

Manufacturer narrative:
Related MFR # 2916596-2019-03813 describes the patient's external driveline repair. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D6b: included date of pump exchange. Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline (dl) wire damage that could have contributed to the reported alarms and pump stop events captured in the submitted and retrieved log files. The submitted and retrieved log files revealed transient low speed and pump stop events which occurred on 02may2023 and 05may2023 while the system was supported by battery power and the power module. Based on previous complaint history, the events appeared consistent with potential driveline wire compromise. (B)(6) was returned assembled with the dl severed approximately 6.5¿ from the pump housing. Two additional segments of the dl were also returned: a middle portion measuring approximately 4.5", and a distal portion (with the controller connector (cc)) measuring approximately 26". Evidence of a previous distal end dl repair was observed on the 26" dl segment. The sealed inflow cannula (inlet tube, flex section, inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump¿s outlet port. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The dl was tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection of the underlying wires revealed insulation breaches on the black, brown, red, orange, and yellow wires of the pump-end dl portion, approximately 5" - 6" from the pump housing. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the dl and abrasion against the metal shield. The returned portions of the dl were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the black, brown, red, orange, and yellow wires contacted the braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting of short-to-ground could have resulted in the low speed and pump stoppage events observed in the retrieved log file. Additionally, if the exposed conductors of two wires from different motor phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable, the phase-to-phase short could have resulted in the low speed and pump stop events observed in the reviewed log files. It should be noted that investigation of the system controller confirmed fluid ingress which was present within the system controller for an undetermined amount of time and could have also contributed to the low speed and pump stop events captured in the reviewed log files. Damage to the silicone jacket of the external portion of the driveline was observed. Damage to the grey and black tubing as was well as breaks in the copper wrap were observed at the proximal and distal ends of the previous dl repair site. Additionally, evidence of fluid ingress in the form of a dry, green substance was observed between the aluminum tube and copper wrap, which appeared to be consistent with fluid entering through the damaged areas of the repair site. The relevant sections of the device history records for (B)(6), driveline serial number (B)(6), and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 6 of the IFU, entitled "patient care and management", addresses how to care for the driveline. This section notes that the driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. Additionally, this section outline indications of driveline damage as well as the how to respond to such events. Section 7, entitled "alarms and troubleshooting", outlines all system controller alarms (including low speed and driveline fault alarms) and the appropriate actions associated with them. The heartmate ii patient handbook (rev. C) is also available. Section 4, "living with the heartmate ii", contains a section titled "caring for the driveline", which outlines indications of driveline damage as well as the how to respond to such events. This section states that despite care, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. This document also discusses how to prevent damage to the driveline and instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). The patient handbook further instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The ¿alarms and troubleshooting¿ section outlines all system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related system controller MFR #: 2916596-2023-06217.